Event description:
It was reported that (B)(6) 2010:the patient presented with the following preoperative diagnoses: left l4 foraminal stenosis and l3-4 adjacent level degeneration. The patient underwent the following procedures: anterior l3-4 lumbar interbody fusion, preparation of disc space, placement of machined interbody cortical bone dowel through a direct lateral approach; posterior fixation l3-4 with legacy instrumentation; decompression left l4 foramen. Per the op notes, after endplate preparation, half of a small bone morphogenic protein was put int one bone dowel and half into the other and threaded the bone dowels along the channel into the l3-4 disk sequentially one right after the other. No patient complications were noted. On (B)(6) 2010: the patient underwent x-rays of the lumbar spine due to l4 stenosis status post lumbar fusion. Impression: status post posterior fixation at l3-4 without complication noted. Stable changes of anterior interbody fusion at l4-5. On (B)(6) 2010 : the patient presented with a positive straight leg raise on the left and trace weakness at the anterior tibialis on the left as well. The patient underwent x-rays of the lumbar spine due to a history of l4 foraminal stenosis. Impression: stable, uncomplicated posterior and anterior interbody fusion of l3-4. Stable, uncomplicated anterior interbody fusion of l4-5. On (B)(6) 2010: the patient presented with cervical spine pain, with a more superior aspect, that radiates to the posterior aspects of both shoulders bilaterally. Assessment: cervicalgia and persistent left lower extremity radicular pain status post l3-4 fusion in (B)(6) 2010. The patient underwent an MRI of the cervical spine due to neck and right shoulder pain. Impression: osteophyte disc complexes at c2-3 and c3-4 with left c3-4 uncovertebral hypertrophy, resulting in mild narrowing of the left c3-4 neurofibromin. No central canal stenosis. On (B)(6) 2011: the patient underwent ap, lateral, oblique, odontoid and swimmer's view x-rays. Impression: no significant pathology identified. On (B)(6) 2013: the patient underwent MRI of the lumbar spine. Impression: posterior fusion instrumentation l3-4 and interbody fusion without recurrent herniation; decompression laminectomy and interbody fusion l4-5 with no recurrent herniation. On (B)(6) 2013: the patient underwent x-rays of the chest due to chest pain. Impression: normal chest. On (B)(6) 2014 : the patient underwent CT of the lumbar spine due to backache and numbness down into both legs. Impression: post-surgical lumbar spine is seen with intact hardware; multi-level bilateral mild to moderate facet arthrosis; l5-s1 degenerative disc disease with neural foraminal narrowing is seen.

Event description:
It was reported that on (B)(6) 2005: the patient underwent x-rays of lumbar spine, with oblique, due to back pain. Impression: post-surgical changes. On (B)(6) 2006: the patient underwent MRI of cervical spine, without contrast, due to cervical radiculopathy. Impression: congenital diffuse narrowing of the cervical spinal canal. On (B)(6) 2009: the patient underwent x-rays of lumbar spine, with oblique, due to persistent low back pain. Impression: stable position of titanium cages in the l4-l5 intervertebral disc space. Mild disc space narrowing and marginal osteophytes at the l3-l4 level. On (B)(6) 2009: the patient underwent CT scan of lumbar spine, without contrast, due to low back pain previous fusion. Impression: solid osseous fusion at l4-l5 with posterior osseous hypertrophy but no apparent spinal canal or neuroforaminal narrowing. Normal alignment. On (B)(6) 2010: the patient was discharged home with the following diagnosis: principal diagnosis: adjacent level spondylosis at l3-l4; secondary diagnosis: diabetes mellitus and obstructive sleep apnea.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on: (B)(6) 1999 patient underwent MRI lumbar spine. Impression: a large disc protrusion ventrally and to the left at l4-5 creating moderately severe spinal stenosis. (B)(6) 2000 patient presented with severe back pain. (B)(6) 2000, the patient presented with pre-op diagnosis of lumbar herniated nucleus pulposus and underwent "caudal epidural injection of methylprednisolone "procedure. (B)(6) 2000: patient presented for follow-up after epidural reporting no improvement and low back pain radiating into his right leg. (B)(6) 2000, the patient presented for pre operative appointment. (B)(6) 2000, the patient presented for surgery which got cancelled due to some patient difficulty. (B)(6) 2000, the patient presented with low back and bilateral leg pain for radiology exam because of lumbar laminectomy/ fusion . Impression: 1 . L4-5 herniated nucleus pulposus. 2. L4-5 degenerative disk disease. Patient underwent lumbar decompression and instrumented fusion.operation performed: 1 arthrodesis posterior lumbar interbody technique l4-5. 2. Left l4-5 laminotomy with diskectomy excision of herniated intervertebral disk and decompression of left l5 nerve root. 3. Arthrodesis posterolateral technique including lateral transverse processes. 4. Insertion of cage prosthetic devices bilateral 23 mm x 18 mm. 5. Harvest left posterior iliac crest bone graft through a separate skin incision (B)(6) 2000, the patient presented for abdomen examination at radiology department / center. Impression: no gross evidence of bowel dilatation. (B)(6) 2000 the patient presented for follow up on increasing back pain. (B)(6) 2000, the patient presented for follow up for back injury. (B)(6) 2000: patient presented with pain distributed through bilateral crests, left buttock, posterior thigh and posterior calf. (B)(6) 2000 patient presented for re-evaluation complaining of severe pain in his low back radiating down his right leg. (B)(6) 2000 patient underwent MRI lumbar spine. Impression: (B)(6) 2001, the patient presented with complaint of lower back and extremity pain. (B)(6) 2000; (B)(6) 2001, the patient presented for follow up . (B)(6) 2001, the patient presented for follow up. CT myelogram was reviewed and this demonstrates what appears to be a solid arthrodesis at l4-5 and no signs of nerve root impingement. Impression : status post l4-5 plif initially doing very well however doing poorly then. (B)(6) 2001: patient presented for follow-up of low back pain and right leg pain. (B)(6) 2010: patient presented with following preop diagnosis: bilateral carpal tunnel syndrome. Procedure: release of the left median nerve of the left carpal tunnel. No patient complications were reported. Procedure went well. (B)(6) 2010: patient presented for follow up in the facility. Impression: right atrial abnormality with pulmonary hypertension. I suspect that this is secondary to sleep apnea and obesity. Diabetes mellitus. Hyperlipidernia. Chronic back pain.(B)(6) 2010: patient presented with following preop diagnosis: right carpal tunnel syndrome. Right wrist volar ganglion, 1 cm to 1.5 cm in diamenter. Procedure: release of the right median nerve of the right carpal tunnel. Excision of the right wrist volar ganglior. (B)(6) 2011: per billing records, the patient underwent CT of upper extremities and lower extremities, with and without contrast. Right knee without contrast with multiplanar reconstructions. Impressions: minimal degenerative changes in the right knee without evidence of an inflammatory arthropathy at this time. If there is concern for internal derangement. (B)(6) 2011: patient underwent CT of the right shoulder without contrast with multiplanar reconstructions. Impressions: 1) no acute fractures. 2) osseous changes that can be associated with shoulder impingement syndrome. 3) mild calcific tendonitis of the long head of the biceps. 4) dystrophic calcification/ ossification adjacent to the proximal humerus consistent with the residual old trauma. 5) if there is concern for rotator cuff pathology. CT scan of the left shoulder without contrast with multiplanar reconstructions impressions: mild to moderate degenerative changes in the ac joint with dystrophic ossification in the superior capsule likely the residual old trauma. Osseous changes that can be associated with shoulder impingement syndrome. No acute fractures or other significant findings. If there is concern for rotator cuff pathology. (B)(6) 2011 the patient presented with hand pain. The patient was diagnosed for bilateral wrist pain. Alteration in comfort identified. (B)(6) 2011 the patient presented with left knee and thigh pain. The patient was diagnosed for lumbar radiculopathy; degenerative disc disease; lumbar sacral disc degeneration.(B)(6) 2011 the patient underwent MRI of knee w/o contrast due to pain and swelling. Impression: unremarkable MRI of the left knee. (B)(6) 2011 the patient was diagnosed for atypical chest pain, upper respiratory infection. Patient has complaints of intermittent sob, pain radiates to back. The patient underwent CT of chest w/o contrast. Impression: 1. No evidence of acute process in the chest. 2. Incidental note of fatty infiltration of the liver. 3. Two nonspecific hyper-dense lesions noted in the liver adjacent to the gallbladder. Recommend further evaluation with multiphase liver CT or MRI of the liver with and without contrast. (B)(6) 2012 the patient was diagnosed for hand contusion after the patient got his hand shut in car door. The patient underwent x-ray of hand 3 views. Impression: no acute bony abnormalities detected. (B)(6) 2012 the patient was diagnosed for toe contusion after the patient slammed his left foot against door. The patient underwent x-ray of left foot 2 views. Impression: no acute bony abnormalities. (B)(6) 2012: the patient presented with pain. Back pain with urinary frequency. Has some slight numbness of the lateral right upper thigh since his back surgery. (B)(6) 2012 the patient was diagnosed for acute sinusitis, acute headache; pharyngitis-tonsillitis. Associated signs and symptoms: pertinent positives: fever, sinus congestion, sinus tenderness. (B)(6) 2013 the patient presented with sinus complaint. (B)(6) 2013 the patient underwent chest x-ray due to palpitations. Impression: no acute abnormality seen. Loss of height of vertebral bodies as described in the thoracic spine is uncommon in patient of this age. (B)(6) 2013 the patient presented with sore throat, nasal congestion and nasal discharge. He reports throat feels narrow. Initial diagnosis: nasopharyngitis-possible. ;allergic reaction-possible. (B)(6) 2013 the patient underwent nuclear stress test. Impression: 1. Normal rest-regadenoson stress tc sestamibi myocardial perfusion spect. (B)(6) 2013 the patient was diagnosed for dizziness- vertigo, vomiting. Complains of pain in epigastric area. The patient described pain as aching, crampy. Complains of pain in abdomen. The patient underwent CT brain w/o contrast. Impression: normal unenhanced CT scan of the brain. The patient underwent chest x-ray due to dizziness. Impression: normal x-ray examination of the chest. (B)(6) 2013: the patient presented with back pain that exit down right side. Diagnosis: back pain with sciatica, sinusitis. Ros: back: pain that is moderate, of the lumbar area and right low back, rom is painful, with all movement. The patient underwent x-ray of lumbar spine. Impression: status-post spinal fusion. Findings: there are pedicle screws and spinal rod at the level of l3-l4 with disc spacers at l3-l4 l4-l5. There is no apparent loss of height or alignment since the prior study. There is facet arthropathy at ls-s1 with disc space narrowing and end plate sclerosis. (B)(6) 2013 the patient presented with ears throbbing, dizziness, and neck pain. (B)(6) 2014 patient was presented for office visit with back pain. Impressions: backache, chest pain. The patient had arthritis of knee, shoulder pain, dysphasia, palpitations, dizziness, sinusitis ,hypertension. (B)(6) 2014: patient was admitted due to backache. On same day patient started undergoing physical therapy and continued till (B)(6) 2014. The patient had back, leg and neck problems. The patient was experiencing problems in standing, sitting, bending, walking. (B)(6) 2014: patient was discharged from the hospital. (B)(6) 2014: patient was diagnosis with chest pain, hypertension, diabetes mellitus, diabetes with hyperglycemia. Patient also suffered from shortness of breath and nausea. Patient was discharge in stable condition. Patient also underwent an xray of the chest. Impressions: stable chest. Normal xray. (B)(6) 2014: patient was presented with a diagnosis of foot contusion. Patient was discharged to home/self care in stable condition. Patient also underwent an xray of the right foot. Impressions: 1. No obvious fracture or dislocation. 2. Bone density and joint structures are normal. (B)(6) 2015: patient was admitted due to low back pain. Impression: acute low back pain. Patient was discharged on the same day. (B)(6) 2015: patient presented for an office visit. (B)(6) 2015: patient was hospitalized due to a hand injury caused by falling the previous night. Impression: hand contusion. Patient was discharged ambulatory on the same day. Patient also underwent xray of the right hand. Impressions: normal xray exam of the hand. (B)(6) 2015: patient was hospitalized due to toe injury and discharged on the same day. Impression: toe contusion. Patient underwent xray of the left foot on the same day. Impression: 1. Small talar beak. 2. Otherwise normal examination with no evidence of acute fracture.

Manufacturer narrative:
Image review (B)(6) 2011 shoulder x-rays internal rotation view shows normal proximal humerus with fragmentation of the distal clavicle at the ac joint. External rotation view of the left shoulder. Fragmentation is noted at the distal clavicle and ac joint. Acromio-humeral interval appears maintained and glenohumeral joint appears normal. Internal rotation view of right shoulder shows arthritic changes at the distal clavicle. Some sclerosis is noted in the under surface of the acromion. Scapular y views of both shoulders are under penetrated and difficult to interpret. Shoulders are well located. (B)(6) 2013 lumbar MRI sagittal view shows threaded cage in l4 with non threaded cage with pedicle screws at l3/4. No canal stenosis is noted. Axial views show two cages placed anteriorly at l4. The cage appears to have pushed bone posteriorly into the canal on the left but no significant stenosis has been generated. At l3 there are two spacers within disc space. The most left of the spacers appears to penetrate into the sub psoas area. Major decompression has been performed at l4. (B)(6) 2013 barium swallow multiple films show contrast passing down the esophagus. Spinal anatomy appears normal. No clear blockage is delineated.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009: the patient underwent x-ray of lumbar spine. Impression: status post posterior fixation at l3-4. Stable changes of anterior interbody fusion at l4-5. On (B)(6) 2012:the patient presented with pain. Back pain with urinary infection. On (B)(6) 2013: the patient presented with back pain. Diagnosis: back pain with sciatica, sinusitis. The patient underwent x-ray of lumbar spine. Impression: status-post spinal fusion. On (B)(6) 2013: the patient presented with back pain. Diagnosis: acute low back pain. On (B)(6) 2013: the patient presented with sore throat. The patient underwent x-ray soft tissue neck due to swelling. Impression: no evi dence of narrowing of the airway on lateral view. Per the plaintiff fact sheet, the patient has had following injuries postop: unexplained bone growth; radiating pain to legs; numbness in legs and feet; nerve injury; need to use a cane to walk; difficulty swallowing; bladder incontinence; kidney stones; localized edema; osteoarthritis; cysts; foot drop; mental anguish; depression; erectile dysfunction; decreased sex drive due to pain from the back to the groin. The pain was more severe and more frequent than before the surgery using rhbmp-2/acs. The patient also had trouble sleeping due to the pain.

Event description:
It was reported that on (B)(6) 2010, the patient underwent an anterior lumbar interbody fusion surgery at l3-4 using rhbmp-2/acs. The patient's post-operative period was marked by pain and weakness in his legs. The patient continues to experience pain that radiates into his lower extremities. He suffers periodic falls due to numbness and loss of feeling throughout his right leg. The patient is unable to sit or stand for long periods following his surgery.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records it was reported that on (B)(6) 2010: per billing record, the patient underwent electrocardiography. On (B)(6) 2010: per billing records, the patient underwent x-ray of left knee. On (B)(6) 2010: per billing records, the patient underwent electrocardiography. On (B)(6) 2011: per billing records, the patient underwent CT of upper extremities and lower extremities, with and without contrast. On (B)(6) 2013, per records, the patient presented for pathology assessment. On (B)(6) 2013 , the patient presented for x-ray of esophagus. On (B)(6) 2014 , per records, the patient presented for pathology assessment . On (B)(6) 2014, per records the patient underwent some procedure for removal of foreign body from tissue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2014 patient was presented for office visit with congestion and headache. Impressions: sinusitis, obesity, hypertension, hyperlipidemia, (B)(6) 2014 patient was presented for office visit with back pain. Impressions: backache, chest pain. (B)(6) 2014 patient was presented for office visit with back pain, radiates into bilateral groin area. Impressions: epididymitis. (B)(6) 2014 patient was presented for office visit . No complication was reported. (B)(6) 2014 patient was presented for office visit. Impressions: hypertension, mixed hyperlipidemia, diabetes mellitus, (B)(6) 2014 the patient was presented for office visit for follow up. Impressions: bronchitis.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.